Event description:
The customer reported that during a case, the system turned off by it self. The customer rebooted the system and it worked fine. Later, the system locked up and started taking uncommanded x-rays, but no new image updated. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep was unable to duplicate the reported problem. The logs were retrieved and sent to (B) (6) for further review. The system functioned as intended.